Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was using automode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 573 mg/dl at the time of incident and the current blood glucose of the patient is 330 mg/dl. Customer report other blood glucose value was 483 mg/dl. Customer report the insulin pump had insulin flow block alarm and alarm clear after changing complete set. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The product will not be returned for analysis.